Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that during a patient hemodialysis (hd) treatment the fresenius 2008k2 machine alarmed for blood leak. Patient¿s estimated blood loss was approximately 200 ml. It is unknown how far long into treatment the leak occurred, if the patient was able to continue treatment or if there was any patient adverse event or medical intervention required. Additional information was solicited; however to date none has been received.

Manufacturer narrative:
Correction:initial reporter occupation plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot number or catalog number was not provided for the reported complaint event. Additionally, a delivery history was not provided for product delivered to the customer in the three months prior to the complaint occurrence date. As dialyzer product information has not been received, a lot history and production record reviews could not be performed. However, additional complaint information provided indicated that the cause of the reported issue was due to a damaged machine power control card. There is no further report or indication of dialyzer causation of the reported blood leak. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.